Event description:
A hospital in (B)(6) reported that they have had several cases of patients developing lesions in the nose while using the bc2435-20 neonatal oxygen therapy nasal cannula.

Manufacturer narrative:
(B)(4). Method: the complaint cannulae were not returned to fisher & paykel healthcare for investigation, as they have been discarded by the hospital. However sample cannulae from the hospital stock were sent for evaluation. The two returned cannulae were visually inspected for damage or abnormalities. Results: the sample cannulae showed no damage or defects. A lot check could not be carried out as no lot number was provided. Conclusion: nasal trauma cannot be totally eliminated due to the fragile nature of the infant's skin. This can be minimised by following the user instruction accompanying the product, which state: checks before operation: - select the correct size nasal cannula, the nasal prong outer diameter should be approximately half the diameter of the infant's nares. - place the nasal cannula in the nares ensuring that there is at least a 2 mm (0.08 inches) gap from the septum. Checks during operation: (check regularly in accordance with hospital protocol) - ensure that the nasal prongs are positioned at least 2 mm (0.08 inches) from the septum to avoid pressure necrosis. Re-adjust as necessary. - check the patient's septal integrity. - ensure that the tubing is not applying excessive pressure to the ears and face. Following this incident a fisher & paykel healthcare representative visited the hospital to provide advice and further education on the use of our cannulae.